Manufacturer narrative:
This file is related to (B)(4). Device evaluation: the echo-25 device of lot number c1653556 involved in this complaint was returned for evaluation, without its original packaging under (B)(4). With the information provided, a physical examination and document based investigation was conducted. Both devices for (B)(4) were returned placed in the same bag. As per additional information received: "unsure which of the two needles this relates to as both are in the same bag (packaged by the customer ¿ we are unable to open it due to biohazard/health and safety rules)." Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the 09th july 2020 under (B)(4).the returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: device 1: a proximal kink was observed below the sheath extender. Sheath extender unable to pass the proximal kink. Proximal kink manually straightened and needle able to advance. No issue observed with needle. Needle able to retract without issue. Stylet attempted to be inserted but would not pass the proximal kink. Device 2: a proximal kink was observed below the sheath extender. Sheath extender able to pass proximal kink with slight difficulty. Needle able to advance and retract with slight difficulty. Looks like some biological matter on distal end of needle. Attempted to insert stylet into needle handle but unable to. Following the lab evaluation further additional information was requested to aid with the investigation, to determine if the kinks observed during the lab evaluation are the same as the kinks detailed in the information received on the 25th may, "unfortunately we are unable to answer the questions as we don¿t know which needle was damaged in the sharps bin. And the customer doesn¿t know which part of the sheath was damaged in the bin.'' Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-25 of lot number c1653556 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1653556. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure causing kink below the sheath extender and leading to the advancement issue. As noted in additional information received the endoscope was slightly flexed during the procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The investigation was completed on 14-aug-2020 and the results and conclusions are outlined in section h of this report. G31519 was advanced into accessory channel of olympus gf-uct-180 endoscope. After cell collection g31519 was removed from endoscope and specimen was expelled using syringe. The stylet was wiped with sterile water in preperation of advancing back into needle. However the user was unable to advance the stylet back into the needle. The needle was deemed unusable.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lab evaluation completed on (B)(6) 2020 and proximal kink was observed. G31519 was advanced into accessory channel of olympus gf-uct-180 endoscope. After cell collection g31519 was removed from endoscope and specimen was expelled using syringe. The stylet was wiped with sterile water in preparation of advancing back into needle. However the user was unable to advance the stylet back into the needle. The needle was deemed unusable.